Event description:
Boston scientific (bsc) cardiac rhythm management received info that this female pt had presented to the ER with a myocardial infarct (mi) previously. A pacing system was needed so a procedure was scheduled. During the implant procedure, there was difficulty implanting the ventricular lead. When it was connected to the pacemaker, there was loss of capture and poor sensing. The physician went back in and found a new position with very good numbers. During closing, the pt's blood pressure dropped from 120 to 50 bpm. A stat echocardiogram was done and showed pericardial effusion.

Manufacturer narrative:
Not returned. A pericardial tap was performed and 400cc of blood was removed. The pt stabilized and was taken to recovery. It is thought that the original ventricular lead position may have been the site of the perforation. About a half hour later, the pt coded again and could not be revived. It is believed that the second code was due to another mi. There is no add'l info related to this event available, to the company at this time. If add'l info becomes available, the stent will be updated as necessary.